Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor filament was missing. Blood glucose level of customer was unknown at the time of incident. Customer also stated that other sensor was bent. Troubleshooting was not performed and the device will not be return for analysis.